Event description:
The customer reported false reactive architect toxo igg results for one sample. The following data was provided (reference range for toxo igg: < 1.6 iu/ml is nonreactive, 1.6 to < 3.0 iu/ml is grayzone, >/= 3.0 iu/ml is reactive): sample #1: (reagent used in april: 47079be00). On (B)(6) 2023 results = toxo igg = negative; toxo m = negative. On (B)(6) 2023 results = toxo igg = 29 iu/ml; toxo m = negative. The customer sent a sample to toxo reference center for testing and generated the following results: vidas toxo igg result = 2 (cutoff is 8); toxo igm result = negative. Alinity toxo igg result = 32. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
B5 - describe event or problem: additional information received on 23may2023 and is documented in section b5. The complaint investigation for false reactive architect toxo igg results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lots perform as expected for this product. The tracking and trending were reviewed and did not identify any related trends for the product for the issue. The device history record was reviewed and did not identify any non-conformances or deviations associated with the lot number 47079be00 and complaint issue. Field data was reviewed. The overall performance of architect toxo igg reagents in the field was reviewed using data gathered from customers worldwide. Median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. As review of applicable field data suggests that the performance is acceptable, file kit testing is not required. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect toxo igg reagent lot 47079be00.

Event description:
The customer reported false reactive architect toxo igg results for one sample. The following data was provided (reference range for toxo igg: < 1.6 iu/ml is nonreactive, 1.6 to < 3.0 iu/ml is grayzone, >/= 3.0 iu/ml is reactive): sample #1: (reagent used in april: (B)(6)) on 11mar2023 results = toxo igg = negative; toxo m = negative. On 11apr2023 results = toxo igg = 29 iu/ml; toxo m = negative. The customer sent a sample to toxo reference center for testing and generated the following results: vidas toxo igg result = 2 (cutoff is 8); toxo igm result = negative. Alinity toxo igg result = 32. On (B)(6) 2023, the customer provided heterophilic testing for one of the sample patients (sample #1 is suspected from the results given). Treatment with nabt tubes did not change the result significantly. The toxo igg result before the treatment was 29.9 iu/ml and the result after the treatment was 27.5 iu/ml, which indicated there was no presence of heterophilic antibodies. There was no impact to patient management reported.